Event description:
It was reported the cuff inflation failed before use.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It was reported the product was not used on a pt. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted.